Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause for the falsely depressed tobr results is unknown. The customer resolved the issue by recalibration. The customer has not had any additional discrepant patient results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely depressed tobramycin (tobr) results were obtained on two patient samples on the dimension vista 500 instrument. The results were reported to the physician. The same samples was repeated at an alternate laboratory (unknown instrument or methodology) and higher results were obtained. The customer stated that the repeated results matched the patients' clinical history. Corrected results were reported. There is no indication that patient treatment was altered or prescribed on the basis of the falsely depressed tobramycin (tobr) results. There was no report of adverse health consequences as a result of the falsely depressed tobramycin (tobr) results.